Event description:
It was reported in the user facility medwatch report "pt had an ivc filter placed. Bard g2x ivc removable filter. It was placed; x-ray was taken post procedure. Procedure appeared to be successful. Pt returned to her room at 10:00 am. At 16:00 pt started having problems. An echocardiogram showed that the ivc filter had migrated to the heart. Pt was transferred to another of our facilities. An attempt to remove the filter via catheter retrieval was unsuccessful. Pt required open heart procedure with repair of tricuspid valve. Device was retrieved but in pieces. Another look at the post procedure x-ray shows that when the device was deployed, 2 of the wires were crossed."

Manufacturer narrative:
The device history records could not be reviewed as the lot number for the device involved is unk. It should be noted that the user facility provided the lot numbers for the devices in their inventory. However, thus far, it has not been determined by the user facility, which lot number was associated with this event. Attached is a copy of the facility's medwatch report received. The filter has been returned for eval and the investigation is currently underway. (B)(4). During initial discussion, felt as if we were the first one to report this. However, after research, discovered a significant amount of less than desirable user experiences via the internet. Again, during initial call, MFR seemed unaware that there is a significant concern with this product. Sending this courtesy copy for FDA awareness only.